Event description:
During a treatment procedure, guidewire removal difficulties were encountered. An amplate super stiff guide wire was used and the guide wire could not be withdrawn out. No other info is available about this event. The pt condition is unk.